Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (nano system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 153 mg/dl (nano meter) and 74 mg/dl (aviva meter). No adverse event reported. The test strip lot number for the nano meter was not provided. The test strips for the nano meter are not expected to be returned for product evaluation.